Event description:
A home patient (hp) contacted (B)(4) regarding a low drain volume alarm that occurred on the home choice (hc) unit during initial drain. The hp stated there was air in the patient line. The technical service representative (tsr) assisted the hp to end therapy and start over with new supplies. There was patient involvement but no injury or medical intervention was reported. A follow up was done via phone call. The care giver (cg) stated that she had no idea how the air got into the line. The cg did not note anything unusual with the supplies. The supplies were discarded, but the lot information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). This complaint for a low drain volume alarm was not confirmed due to unavailable sample a batch review was performed with no issues noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).